Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 95% stenosed lesion being treated was located in the proximal left anterior descending (lad) artery. The physician deployed a 3.00x16mm taxus express2 drug eluting stent. One year and nine months post the stent placement, the pt presented with an acute anterior myocardial infarction, due to thrombus in the taxus stent located in the proximal lad. The pt had been taking aspirin and plavix, but he recently stopped taking plavix for a colonoscopy. Percutaneous transluminal coronary angioplasty (ptca) was performed. Six days post the reintervention, angiography was performed due to intermittent chest discomfort. There was concern about a mid lad "flap". The pt is to continue taking aspirin and plavix indefinitely. Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.